Manufacturer narrative:
Expiration date: na.

Event description:
A report was received that the patient got a burn from the charger. It was mentioned that the patient developed a small whelp on the skin where the metal buckle of the belt was located.

Manufacturer narrative:
Additional information was received that the patient did not received a burn from the charger and realized putting the belt buckle on, which was hot and that's what burned the skin. No medical intervention was given. No further course of action required.

Event description:
A report was received that the patient got a burn from the charger. It was mentioned that the patient developed a small whelp on the skin where the metal buckle of the belt was located.